Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- d4- UDI.

Event description:
It was reported that during the scheduled preventative maintenance visit by field service engineer, cardiosave intra-aortic balloon pump (iabp) failed fill manifold test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: b5. The getinge field service engineer (fse) that encountered the issue replaced the helium reservoir assembly, helium pressure regulator, relief valve, helium fill manifold assembly and filler strain relief display. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. There is no information provided as to why the filler strain relief display was replaced after making good faith efforts (gfe) attempts. If information is received, the complaint will be reopened and updated. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a fill manifold failure. New parts out of the box also failed. The fat performed a visual inspection and found the parts to be in good condition. Pn 0104-00-0014 was sent without reservoir tank and cannot be tested. See attachment. The fat installed the other parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failures could be confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the scheduled preventative maintenance visit, cardiosave intra-aortic balloon pump (iabp) failed fill manifold test. There was no patient involvement.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h6- component codes, h11.

Manufacturer narrative:
Updated field- b4,g3, g6, h2, h11. Corrected field- h6- medical device ¿ problem code.